Manufacturer narrative:
Device evaluated summary- visual and optical inspection confirmed the end of the tab extender that interfaces with the break off screw has been bent. This type of damage is consistent with bend stress overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of grade 1 spondylolisthesis involved was minimally invasive bilateral posterior lumbar fusion to back-up an anterior lumbar interbody placement procedure it was reported that during procedure, distal prong on the portion of the tab extender that attaches to the reduction tab of voyager 4.75 mis mas was bent and, therefore did not properly break-off the extended reduction portion of the mas screw. They obtained an x-ray prior to closure and breaking off set screws/extender tabs so that rods are in correct placement before final tightening. Thought that all reduction tabs on the voyager 4.75 mas screws were broken off because of all extender tabs being out of the patient, the surgeon closed before obtaining final ap and lateral following final tightening. Upon obtaining final ap and lateral x-ray after closure, they noticed once reduction tab on the patient left side l5 pedicle voyager 4.75 mas was left on. Upon looking at the eight used extender tabs, one of these tabs was missing the break off reduction portion of the 4.75 voyager mas in its sleeve and the prolong on the distal portion of this same extender was bent. The surgeon re-opened the left side of the patient to break off this portion of the tab that was left in the patient and close the left side up again before patient could wake to leave the room. Patient did not wake up prior to this finding and patient did not ever leave the room prior to this finding. There were no patient symptoms or complications reported as the result of this event. There was delay in procedure for 5minutes. Patient is alive and no injury.